Event description:
It was reported that the coil concerto 3d 5mm x 15cm was found with a broken wire upon opening the package, resulting in the coil being detached. Additionally, the coil concerto helix 3mm x 8cm snapped in half while being advanced through the housing catheter, but it was not yet in the delivery catheter and did not enter the patient. The devices were prepared according to the instructions for use (IFU). There was no patient involved. Ancillary devices: guide catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.